Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure on (B)(6), 2010. According to the complainant, the physician introduced the stent into the patient at the target location. After releasing approximately 2cm of the stent, the deployment suture broke at the distal end of the device. The physician noted that there was resistance while pulling on the suture, and that the delivery system did bow. The anatomy was not tortuous, nor was it predilated. The physician successfully and uneventfully removed the device from the patient. A second ultraflex stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The returned device presented with the stent partially deployed by about 15mm. A visual examination of the delivery system found no signs of kinking or any other damage. The deployment suture was examined and no break was identified. The remainder of the stent was deployed without issue; no anomalies were noted with its profile. Furthermore, the device was used past its expiration date. Therefore, a root cause of user/use error has been attributed to this complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the physician introduced the stent into the patient at the target location. After releasing approximately 2cm of the stent, the deployment suture broke at the distal end of the device. The physician noted that there was resistance while pulling on the suture, and that the delivery system did bow. The anatomy was not tortuous, nor was it predilated. The physician successfully and uneventfully removed the device from the patient. A second ultraflex stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.